Event description:
It was reported that the programmer was unable to interrogate implantable heart devices, despite the changing out of both the stylus and the radiofrequency programmer head. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis was unable to confirm that the programmer had an interrogation problem, the programmer passed functional and systems testing. Product ID : r2290 software analyzer; (B)(4).